Event description:
Above knee amputee patient wearing the symbionic knee prosthetic was maneuvering 3 steps and claims the resistance dropped out on the knee and he fell backward hitting his head against a wall resulting in stitches to his head.